Event description:
It was reported that during preparation for an unspecified treatment procedure, a stent prematurely deployed. An express-b-I ld pmted 7.0x20x135 cm stent prematurely deployed as the device was taken out of it packaging. It was noted that the balloon appeared inflated. It's unspecified how the procedure was completed. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
A visual examination of the returned device found no evidence of any stent premature deployment. The stent was tightly crimped onto the balloon. The balloon did not appear to have been subjected to any positive pressure. No issues existed with the profile of the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference. (B)(4).

Event description:
It was reported that during preparation for an unspecified treatment procedure, a stent prematurely deployed. An express-b-I ld pmted 7.0x20x135 cm stent prematurely deployed as the device was taken out of it packaging. It was noted that the balloon appeared inflated. It's unspecified how the procedure was completed. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).